Event description:
This lead was implanted on (B)(6) 2007 and still remains implanted at this time. It was noted on (B)(6) 2016 that an automatic safety switch in ther rv electrode in unipolar occurred as a result of stimulation impedance measurements of > 2000 ohms. In addition, on (B)(6) 2016, the physician pointed out something in the arrhythmia logbook on the lead which he could not explain. The physician was dr. (B)(6) at (B)(6) hospital . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).